Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial open reduction internal fixation (orif) of the medial proximal tibia on (B)(6) 2016, four (4) 2.8mm threaded drill guides would not match up with the screw holes in the synthes posterior medial plate. A back-up small fragment set was used to complete the procedure. There was a 3-5 minute surgical delay and the patient outcome was reported as stable. Concomitant devices reported: 3.5mm lcp posteromedial prox tibia plate (part # 02.120.702s, lot # unknown, quantity (B)(4)). This is report number 3 of 4 for complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the returned drill guides were examined and in each instance the distal threaded tips were found to be damaged (deformed/worn).the received condition likely would impact plate interaction resulting in the reported complaint condition; as such the complaint is confirmed. No definitive root cause was able to be determined however the failure mode is consistent with wear and tear for 12+ year old multiuse devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The 2.8mm threaded drill guide is noted in ten system technique guides including: 3.5mm lcp distal tibia t-plates, lcp wrist fusion and select ankle fracture. In each system the threaded drill guide is intended to thread into a plate¿s locking or combi hole to ensure correct screw trajectory which will allow proper locking to the implanted plate. Relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. No definitive root cause was able to be determined however the failure mode is consistent with wear and tear for 12+ year old multiuse devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.